Event description:
It was reported that the surgeon was performing a bilateral breast reconstruction procedure on (B)(6) 2012 and topical skin adhesive was used. When the surgeon cracked the ampule a glass shard punctured his finger. The surgeon broke scrub, treated the wound and scrubbed in again to finish the procedure. Additional information was requested.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. Visual examination of the applicator revealed a piercing through which a glass shard protruded in the butyrate tube. Also, a piercing in the applicator bulb is observed. Both piercing coincide in position.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - shard penetration - (B)(4) - undefined treatment. Device (B)(4) - shard penetration. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.